Event description:
It was reported that the lead warning triggered, and the ventricular lead exhibited low impedances and unipolar impedances higher than bipolar impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.